Manufacturer narrative:
The 9900 system was not serviced due to the system being relocated. The customer copied all images and cine runs to a cd. The customer was instructed to plug the system into a different outlet which did not have a loose fit. No further info is available.

Event description:
The customer reported that the 9900 system was not saving images, and at times lost power. No pt injury was reported.